Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of leakage issue was confirmed. Leakage was detected at the bond joint area between IV spike and drip chamber. Leakage appeared to occur across bond area. The findings were aligned to the customer video. No other visible damage or leakage was noticed from the returned set. He manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. It could be determined that this issue is related to the supplier process. Supplier corrective actions have been initiated in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.

Manufacturer narrative:
The device of this complaint is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during set up, when this acumen iq sensor was connected to a saline bag and was primed, an excessive presence of air bubbles was noted within the tubing. Additionally, there was a saline leakage coming from the saline bag. The defective device was replaced with a new unit and issue was solved. There is no allegation of patient injury. Patient demographics were not provided.